Event description:
It is reported that the articular surface would not seat on the tibial plate.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Manufacturer narrative:
No devices or photos were received; therefore the condition of the components is unknown. Review of the device history records for the articular surface did not find any deviations or anomalies. This device is used for treatment. A definitive root cause cannot be determined with the information provided.

Manufacturer narrative:
Visual inspection of the nexgen cr/cr-flex/cra articular surface identified that one of the rails of the dovetail feature was flared out while the other rail was compressed. It has also been noted that there are scratches on the surface of the device. Product history search revealed no additional complaints against the related part and lot combination. The compressed dovetail indicates that the articular surface was not correctly placed and oriented before pushing it using the inserter instrument. It appears that the problems encountered are related to surgical technique.

Manufacturer narrative:
This report will be amended when our investigation is complete.